Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and found to have a driveline tear.

Event description:
It was reported that the driveline was rescue taped. The tear was noted to be external.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the patient¿s driveline could not be confirmed, as no photos were submitted and no products were returned for evaluation. Multiple requests for additional information were sent to the center, including requests for log files from the time of the event; however, no further details were provided. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook contain information regarding driveline care. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20aug2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.